Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was not returned for evaluation. No photos were provided for review. Therefore, it was not able to confirm the indicated failure mode. No related defect complaint from same lot, cannot identify it related with production. Not found any abnormal for the assembly & sterilization process and production line & the production environment initial bacterial contamination monitor not found any abnormal. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through results of a clinical trial that three weeks and three days post an index procedure using a liverty tips access set through right jugular vein, the subject allegedly had an adverse event of hypokalemia and hyperbilirubinemia. It was further reported that the adverse event relationship was possibly related to the tips access set and tips stent graft and causally related to tips index procedure. Reportedly, the subject was treated with potassium chloride and recovering. The current status of the subject was unknown.

Manufacturer narrative:
H10: the FDA rn number for the initial MDR was inadvertently submitted as (B)(4). The correct FDA rn number was (B)(4). H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was not returned for evaluation. No photos were provided for review. Therefore, it was not able to confirm the indicated failure mode. No related defect complaint from same lot, cannot identify it related with production. Not found any abnormal for the assembly & sterilization process and production line & the production environment initial bacterial contamination monitor not found any abnormal. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (component). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through results of a clinical trial that three weeks and three days post an index procedure using a liverty tips access set through right jugular vein, the subject allegedly had an adverse event of hypokalemia and hyperbilirubinemia. It was further reported that the adverse event relationship was possibly related to the tips access set and tips stent graft and causally related to tips index procedure. Reportedly, the subject was treated with potassium chloride and recovering. The current status of the subject was unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 07/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through results of a clinical trial that approximately three weeks and three days post index procedure using a liverty tips access set through right jugular vein, the subject had an adverse event of hypokalemia and hyperbilirubinemia. It was further reported that the adverse event relationship was possibly related to the tips access set and tips stent graft and causally related to tips index procedure. Reportedly, the subject was treated with potassium chloride and recovering. The current status of the subject was unknown.